Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was accidentally bumped causing blank display and beep anomaly even after battery change. After troubleshooting, customer was able to resolve issue. Customer's blood glucose was not reported.

Manufacturer narrative:
The insulin pump was received with blank flashing white lcd with audio beeps due to cracked lcd controller; unable to test for unexpected alarms due to blank flashing white lcd. The insulin pump had minor scratched display window and scratched case.